Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The customer has been provided with a replacement electrode tray. The cause of the reported issue could not be determined. Stryker performed a clinical review regarding the reported issue. The device was not returned for evaluation or sufficient reported information to determine device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that the electrodes did not stick to the patient and- caused a delay in therapy. The patient associated with the reported event did not survive.